Event description:
The following was reported to hamilton medical ag: the device switched itself off while ventilation was in progress with a sudden continuous alarm! Alarm message after trying to put the device back into operation. Panel connection lost.

Manufacturer narrative:
The complaint stated the patient suffered no harm. The report alleged device malfunction, with the device entering ambient state, the device was not returned for evaluation. The device log/event data was not provided for review. No conclusions could be made. Although no root cause could be determined at the time the complaint was received, the ventilation unit embedded system module (esm) was replaced. After replacing the vu esm, the ventilation unit passed all service software tests and functions tests. In 2019, the company initiated recall z-1874-2019 based on a trend of similar reported malfunctions, which included the following complaints (mdrs): cer 57198 (3014766741-2022-00023), cer 56770 (3014766741-2022-00024), cer 56186 (3014766741-2022-00025), cer 55734 (3014766741-2022-00026), cer 55703 (3014766741-2022-00027), cer 55676 (3014766741-2022-00028), cer 54521 (3014766741-2022-00029), cer 54125 (3014766741-2022-00030), cer 53627 (3014766741-2022-00031), cer 51337 (3014766741-2022-00033), cer 49751 (3014766741-2022-00034), cer 38869 (3014766741-2022-00035), and cer 51423 (3014766741-2022-00036). As part of the recall action, the firm developed a new software version (v2.8), which reduces the probability of the ventilator entering an ambient state due to the occurrence of an error which could lead to the user message "panel connection lost". The software in this unit has been updated. No further action required. Reference cer 53170.